Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the arm. The patient experienced a skin reaction with itching, burning, redness, inflammation, drainage, pustules, and infection on the insertion site, which occurred an unspecified day after the sensor had been inserted in the arm. The patient went to the hospital and there they prescribed an oral antibiotic cephalexin 500 mg (4 times a day, for 7 days). There was no information about the exact discharge date /hour. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).